Event description:
It was reported that the right ventricular (rv) lead was capped and replaced as it was no longer usable. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the lead was capped due to an advisory and that the lead was working properly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).